Event description:
Problem noted after time change. Bedside monitor did not correctly readout at central station. Nibp reading froze at central while pt's blood pressure dropped, causing delay in treatment.

Event description:
Add'l info rec'd from MFR 4/13/01: this is in response to inquiry regarding a report submitted under the voluntary FDA medwatch product problem reporting program, dated 3/15/01. The devices listed in the report are: 1. Model 90309, bedside patient monitor, 2. Model 90351, nibp/spo2 module, 3. Model 90470, ECG/pressure/temp. Module, 4. Model 90385, central station monitor. The medical device report did not identify the hosp, but a review of MFR's complaint files points to an issue at hosp. The date MFR was notified was 10/30/00 and a complaint was opened on the same day. The complaint alleged that the central station monitor failed to alarm for a low blood pressure condition. As a result, treatment was delayed for 30 mins. Pt was reported as ok. A failure investigation was initiated and the results of the investigation from product development are attached. A customer svc rep was sent to the hosp on 11/1/00 to review the devices for failure, but the devices had not been taken out of svc and were still being used. The setup at the hosp was recreated at spacelabs medical to conduct the failure investigation. After review of the conditions that night it was determined that the central station monitor was set in a non-alarm mode with respect to nibp called "enhanced vital signs". When nibp alarmed at the bedside monitor, there would have been no alarm at the central station. However, in enhanced vital signs mode the latest blood pressure reading would be displayed. Even though the central station monitor was set in a non-alarm mode with respect to nibp, the pt's ECG would have alarmed both audibly and visually at the central station in the event of an out-of-limit condition. In addition, the bedside monitor would have alarmed both audibly and visually if any monitored parameter had exceeded its limits. The failure investigation concludes that there was no device failure. The enhanced vital signs mode has been in use for roughly six years and co has never recorded an incident like this. The event is attributed to a failure by the user to set the device correctly. However, it was decided that the instructions for use should be enhanced to explain in more detail the difference between enhanced vital signs mode and alarm watch mode. The instructions will specifically warn users that parameters in enhanced vital signs mode will not alarm. A copy of MFR's current operators manual is included on cd-rom.